Event description:
It was reported that the user was receiving glucose readings on the dexcom g7 app but not on the ilet, consistent with a pairing or setup issue between the cgm and the ilet. Symptoms included no alerts or alarms on the ilet. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, during which the user was guided to review alarm history, navigate the dexcom menu, restart the sensor, and manually enter the sensor code required for each new sensor start. Investigation of this case revealed that the user had scanned the sensor without entering the sensor code, which prevented successful data transmission to the ilet despite readings appearing in the dexcom app. It was concluded, based on previously established findings for similar reports, that user setup error was the most likely cause.